Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A review of the photographs showed condensation present in the over pouches and dampness to the master cartons. The presence of condensation in some of the products was most likely due to the flutter vents on the over pouches. Flutter vents are present on the over pouch to allow air deflation of the pouch during sterilization process and packing of the sets into the master carton. The reported condition was verified. The cause of the condition was the issue occurred during the transit of the product. The product is sterile fluid path. The over pouch is not a sterile barrier for the fluid pathway; the sterility of the product fluid path is maintained by the tip protectors found on each of the connectors. Therefore, there is no breach in the sterile fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) homechoice automated pd set with cassettes had condensation. Further described as ¿little condensation in a few of the packs or cassettes¿. This was observed prior to use of the devices for peritoneal dialysis therapy. The outside of the cases were found damp from transport. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.